Event description:
Customer reported that her pump had low suction. Customer stated that she has had mastitis twice in the last month due to the pump not emptying the breasts. She was prescribed antibiotics by her physician.

Manufacturer narrative:
In follow up with the customer she stated that the health care provider diagnosed her with mastitis on 03/16/2015. She was prescribed erythromycin. She did not see a lactation consultant to get fitted for breast shields. Currently the customer no longer has mastitis and is awaiting a new pump from medela. A medela clinician will be in touch with the customer to obtain more information. Should additional information or the original product be received, resulting in a new, changed or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.